Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Medical conditions: current weight 180 lbs. Previously administered products included for an unreported indication: hydrochlorothiazide and depo provera. Concurrent conditions included degenerative disc disease since 2015, overweight, irregular menstrual cycle, dysfunctional uterine bleeding and thyroid disorder. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from 2009 to 2014, biotin, iron since 2010, paracetamol (tylenol) since 2015, sumatriptan succinate (imitrex df) since 2013 to (B)(6)2018 and vitamin d nos (vitamin d) since 2010. In (B)(6)2007, the patient had essure (ess205) inserted. In 2009, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2010, the patient experienced emotional disorder ("hormonal changes describe: emotional"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and hypertension ("blood or heart disorder/condition type: hypertension"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain / lower back pain"), menorrhagia ("heavy menstrual cycles /heavy menses /abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful sexual intercourse"), alopecia ("hair loss"), pollakiuria ("bladder or urinary problems or changes:frequent urination") and urinary incontinence ("bladder or urinary problems or changes:bladder leakage") and was found to have fibroma ("fibroid tumors"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and migraine had resolved, the abdominal pain, back pain and fibroma had not resolved, the emotional disorder, vaginal haemorrhage, vaginal infection, headache, hypertension, nausea, vaginal discharge, alopecia, pollakiuria and urinary incontinence outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, emotional disorder, fatigue, fibroma, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary incontinence, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she continues to experience these symptoms and is currently exploring her options for the removal of the essure device. The surgery will be much more severe than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 16-dec-2019: new pfs received new event plaintiff did not undergo confirmation test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Previously administered products included for an unreported indication: hydrochlorothiazide and depo provera. Concurrent conditions included obesity, degenerative disc disease since 2015, irregular menstrual cycle, dysfunctional uterine bleeding and thyroid disorder. Concomitant products included acetylsalicylic acid; caffeine;paracetamol (excedrin migraine) from 2009 to 2014, biotin, iron since 2010, paracetamol (tylenol) since 2015, sumatriptan succinate (imitrex df) since 2013 to september 2018 and vitamin d nos (vitamin d) since 2010. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced migraine ("migraines/headaches"), headache ("migraines/headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2010, the patient experienced emotional disorder ("hormonal changes describe: emotional"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). In 2012, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and hypertension ("blood or heart disorder/condition type: hypertension"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain/lower back pain"), menorrhagia ("heavy menstrual cycles /heavy menses /abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful sexual intercourse"), alopecia ("hair loss"), pollakiuria ("bladder or urinary problems or changes:frequent urination") and urinary incontinence ("bladder or urinary problems or changes:bladder leakage") and was found to have fibroma ("fibroid tumors"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and migraine had resolved, the abdominal pain, back pain and fibroma had not resolved, the emotional disorder, vaginal haemorrhage, vaginal infection, headache, hypertension, nausea, vaginal discharge, alopecia, pollakiuria and urinary incontinence outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, emotional disorder, fatigue, fibroma, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary incontinence, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she continues to experience these symptoms and is currently exploring her options for the removal of the essure device. The surgery will be much more severe than what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Concerning the injuries reported in this case, the following one were described in patients medical record confirming: vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 1-feb-2019: pfs & mr received. Reporter's information added. Patient's demographics added. Added event emotional , abnormal bleeding (vaginal), vaginal infection, migraines, headaches, hypertension, nausea, vaginal discharge, fatigue, hair loss, bladder leakage, frequent urination. Updated outcome of events. Updated onset date of events. Historical drug, historical condition, concomitant drug, concomitant condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.